Manufacturer narrative:
The report of the autopulse platform ((B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review. The root cause was due to the defective drive train motor. The archive data was reviewed and contained a system error 139 (unable to hold compression position) message, thus confirming the reported complaint. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message. This was caused by the drive train motor brake assembly air gap being out of normal range, and the brake air gap could not be adjusted to be within specification due to defective drive train motor historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During routine check, the autopulse platform ((B)(4)) displayed a "system error, out of service, revert to manual CPR" message upon power up. No patient involvement.